Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No numbers were noted ramping on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No cracks were noted on the screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. The customer also reported two cracks at the top corner of the display. Customer's blood glucose level at the time 11mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.